Manufacturer narrative:
Device passed displacement test and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin on keypad assembly. Device received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device passed self test on all fronts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.